Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6), patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that patient was hospitalized on (B)(6)2024. Length of hospitalization was greater than twenty-four hours. Ketone result was positive. Feeling sick, headache, and tired symptoms were reported at time of hospitalization. The blood glucose level was 500 mg/dl. Therefore, patient was treated with insulin pens. No further information available.